Event description:
It was reported that the device had its service indicator illuminated and had logged a critical event code. The event code is indicative of a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio has replaced the system pcb assembly; however the device is still presenting a failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.